Event description:
During preventive maintenance service, the field service engineer (fse) found that unit has primary alarm failed error code in the diagnostic report log. The fse reported there was no patient involvement.